Event description:
The pt was traveling via airplane from (B)(6) to (B)(6) on (B)(6). The pt was using an eclipse 3 unit on battery power. Her nephew that was accompanying her believed she had been sleeping during the flight but upon landing he realized she had passed away during the flight. At the moment, the cause of her death is unk. The unit has been returned to our facility and is undergoing testing. A follow up MDR will be submitted once the investigation has been completed.

Manufacturer narrative:
The subject eclipse unit was returned to the company for evaluation. The unit performed to specifications for oxygen purity, flow rate and power consumption. The unit also performed within specifications for all-over function, including properly functioning low battery and dead battery shutdown alarms. The results of the testing show that the unit operates to specifications.

Event description:
The cause of her death is unknown.

Manufacturer narrative:
After the device has been evaluated, a follow up MDR will be submitted.